Manufacturer narrative:
Literature citation: habara, seiji et. Al. ¿contemporary stentless strategy 2016, stentless strategy by dcb¿, the coronary intervention, 2016 12 (2) p. 56-60. Device is combination product device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as literature article MDR ID: 2134265-2016-07680 and 2134265-2016-07752 it was reported via literature that in-stent restenosis occurred. Long term efficacy of using drug-coated balloon angioplasty (dcb) for treatment of in-stent restenosis in paclitaxel-eluting stents and other non-bsc eluting stents and non-bsc bare metal stents was studied. Of the lesions treated with dcb, early follow up angiography revealed that restenosis occurred in (B)(4) of the drug-eluting stent in-stent restenosis (des-isr) group. Target lesion revascularization (tlr) was performed for (B)(4) in the des-isr group. Late follow-up angiography revealed (B)(4) late restenosis. In conclusion the study determined that the use of dcb for in-stent restenosis can provide a therapeutic option which does not involve placing a stent within another stent and has an advantage of being usable as many times as necessary for recurrent restenosis.